Event description:
Nidek received a complaint from a customer on (B)(6) 2013. Customer reported that while using mk-2000, hand piece s/n (B)(4), oscillation stopped during a case. Customer reported that doctor was able to finish the flap. Reportedly the pt was fine after the surgery and the flap turned out to be smooth. No pt injury was reported at the time.

Manufacturer narrative:
The affected device was returned to nidek for eval on 02/20/2013. Nidek service engineer (se) had conducted an eval and the mk-2000 hand piece sn: (B)(4) and other parts and accessories were tested for proper operation. On eval se confirmed that the blade was not oscillating and slider was deteriorated causing the oscillating problem. Se also found that some other parts (o-ring, block, padding for block (m023)) of the hand piece were deteriorated. Se replaced the o-ring, block, padding for block (m023) and slider. The unit was realigned and regreased and checked for proper operation. The unit was repaired and returned back to the customer. Se confirmed that the customer had been using third party's blade that could have caused the deterioration of the parts of the hand piece. Reference: nidek keratome, model mk-2000, operator's manual, us edition: 2.3 in use, 2.3.3 blade and tip. Nidek contacted customer to gather add'l info regarding the reported event and confirmed that there was no pt injury involved with the event reported. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.